Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6), quality assurance manager, medcorp saúde e tecnologia ltda, (B)(6).

Event description:
A patient reportedly suffered a gas embolism through a tego¿ connector device. The patient received (unspecified) care in the unit itself. This incident occurred on 12 or 14 of (B)(6) 2025. There are no further details regarding this reported complaint at this time.

Manufacturer narrative:
One (1) used with list #055-d1000, tego¿ connector was returned for evaluation. As received, no significant damage or anomalies were noted on the returned set, no mating device was returned for evaluation. The tego was tested as procedure and met the product specification. Complaint cannot be confirmed or replicated. The used sample was tested at low/high pressure and vacuum tested, sample met product specifications with no leaks or air ingress noted. The used tego was visually inspected and dissembled no seal tearing, occlusions, errant adhesive or other anomalies were identified. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.